Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced power switching from port 1 to port 2 with the controller and batteries. There is no reported consequence or impact to the patient. No additional information was reported. This is report 1 of 3.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Log file analysis revealed an issue with the date stamp; this issue usually occurs when the real time clock battery is depleted. Log analysis revealed multiple power switching events, however, given the erroneous time stamp, it's not possible to determine the exact time these events occurred. The most likely root cause of the erroneous time stamp may be attributed to a depleted real time clock battery, causing the real time clock to reset to zero. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. The most likely root cause of the reported power switching event may be attributed to batteries with the potential to malfunction due to faulty internal cells. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01784, 01785, 01786 and 3007042319-2016-00416, 00417) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01784, 3007042319-2015-01785 and 3007042319-2015-01786) submitted for devices related to the same event.